Event description:
It was reported that the right ventricular (rv) lead had no capture, high impedance, and an apparent fracture. The lead was plugged back into the rv port, and the device programmed to aair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.